Event description:
It was reported that the patient presented in the clinic due to red and leaky device pocket. To resolve this issue, the patient went through a surgical procedure on (B)(6) 2025, to remove the implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead. The patient was in stable condition.